Event description:
Pt seen as an outpatient on 2/24/94 and observed to have pulse rate less than 40 beats per minute, and failure to sense a pace was observed on the telemetry monitor. Pauses of several seconds were documented, and pt reported episodes of near syncope. Ventricular lead model 4004 capped and replaced. New pulse generator, elite ii model #7804 placed.